Event description:
It was reported that post of a lap gastric band procedure, the patient was presented at the hospital with abdominal pain and swelling. Experienced n/v, stat ugi done which was negative for slippage. Fluid removed from band with immediate improvement for several days. However, pt. Presented with severe right mid abdominal pain with low grade fever of 101. CT scan- possible abscess. Reason for explant: perforation. In 2008: repeat CT shows small piece of tubing in abdominal cavity. On 9/23/08: pt presents with right sided pain. On the following month: small piece of tubing with inflammation around it, will need to be removed. The patient was sent to the or and the band had to be explanted. The patient required an additional hospital stay.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.